Manufacturer narrative:
The device was received fully deployed. Download data shows the device ran over 200 pulses and delivered several boluses. No timeouts, drive stalls or alarms were observed. No damages or defects were observed on the needle mechanism that would have contributed to the reported event. The needle mechanism was reset to the not deployed state, and then manually deployed. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. No damages or defects were observed in the bottom housing or e-seal. Fluid path testing found fluid able to flow through the complete fluid path as intended. No leaks or blockages were observed. No damages or defects were observed that would have contributed to the reported pain during insertion. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. It was reported that the cannula did not deploy during the activation process and the patient experienced pain at the insertion site.